Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; timing and outcome of endovascular repair for uncomplicated type b aortic dissection akin et al. European journal of vascular and endovascular surgery january 27, 2009 https://doi.org/10.1016/j.ejvs.2021.02.026. Mean age, mean gender, exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in conjunction with non mdt stent grafts during tevar in patients with uncomplicated type b aortic dissection (utbad). The following adverse events were reported: type ia and ib endoleak. The cause of the events are undetermined. No additional clinical sequelae were reported and the patient is fine.